Manufacturer narrative:
Based on the completed investigation, water intrusion likely caused a defective plug, leading to the reportable malfunction. While the exact root cause could not be definitively determined, the issue appears to be attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, an e-216 scope communication error was observed. There was no patient involved.